Event description:
It was identified during a periodic review of the programming history database that a system diagnostic showed high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
Additional information received noting that the patient was seen in clinic and presented with low impedance, &#60;600 ohms.